Manufacturer narrative:
The three-year old device is not under a service contract; the local dräger s&s organization was not involved in examination and repair of the device. Dräger contacted the user facility to obtain additional information. It was reported that the device is back in use after a repair ingress made by a third-party service provider company. Two specific error codes were transmitted whereupon the failure was attributed by the service provider to the controller board. The replaced board was reportedly discarded afterwards and, no log file covering the period in question could be handed over to dräger. Dräger has analyzed the available information. The two specific error codes which were reportedly posted during the course of event indicate a problem with the piezo buzzer which is part of the secondary alarm system. Via this buzzer the device will generate all audible alarms when the primary speaker fails and, a complete power fail alarm will be indicated by this buzzer; it is powered by an independent power source. Due to being part of the alarm system, proper function of the buzzer and the dedicated power source will be verified by automatic testing in the background in regular intervals. Deviations detected during these background tests will trigger the aforementioned alarms. It is feasible that replacement of the controller board remedies such kind of error condition. What does not fit into the complete picture is that a malfunction of the buzzer or its power source will not lead to a complete shut-down of the device - the ventilator will post a corresponding alarm to alert the user that the device's alarm system is only conditionally functional. Other operating functions such as ventilation are not affected by this issue. Reflecting that a temporary desaturation of the patient has reportedly occurred it can be considered that the root cause was indeed an interrupt of ventilation. Since this cannot be explained by the error condition that is related to the reportedly posted error codes the only explanation would be that another deviation was present at the same time. Due to missing relevant information, dräger is unable to provide a reliable conclusion about what exactly has caused the device shut-down.

Event description:
It was reported that the device suddenly posted certain error codes during a running ventilation episode and shut down. As per report, the patient experienced a temporary desaturation. Medication was administered for stabilization; no final consequences have occurred.

Event description:
It was reported that the device suddenly posted certain error codes during a running ventilation episode and shut down. As per report, the patient experienced a temporary desaturation. Medication was administered for stabilization; no final consequences have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.